Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a device revision procedure that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 190 ohms). A technical service (ts) consultant discussed recommendations to test lead further during the procedure, noting previous measurements were historically around 60 ohms with previous device, and stable over the last year. The rv lead remains implanted. The physician will monitor it closely. No adverse patient effects were reported.